Manufacturer narrative:
The reported event of back-up mode issue was confirmed. As received, device had no telemetry and no output due to low battery voltage. Analysis performed after installed new battery and reloaded product code, did not find any anomalies. The implant duration exceeded the device¿s projected longevity and considered normal battery depletion.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a low heart rate. Upon interrogation, it was noted that the device was in backup mode due to a corrupt memory location. Also, the device had received an elective replacement indicator, so the device could not be reset due to the low battery status. Generator replacement due to normal battery depletion was discussed; no intervention was reported. There were no patient symptoms.